Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary control. It was reported that the patient had the device since (B)(6) 2007 and had a few concerns. Recently the patient had lost feeling in her legs and had become extremely weak in her limbs. There were jolting pains all over her body. The patient was admitted to the hospital in early february this year and had been following up with a neurologist. However, the patient could not have an MRI of the spine, which was concerning. The patient had also never been followed up on this implant since it was first done. The patient was wondering if she needed a battery change or if it could be leaking battery fluid in her after all these years. It was currently off, as of early february in the hospital. It was noted that the patient had seen the doctor in early december for a kidney stone and talked with him about the device. The patient was told she had years left with this battery. There was also ear ringing and headaches that had also become an issue. There were hand tremors too. The patient's lab work, spinal tab and brain MRI all came back ok. So, it boiled down to this device. The patient was wondering if it was faulty or issue with leads possibly moving. The patient wanted to know if others with this device had had similar issues. It was also noted that the patient had had 2 babies with this device. During labor she had three failed epidurals for baby #1 and two failed epidurals for baby #2. Her obstetrician said it must be because of the device. When the patient asked her urologist, he laughed and said no way. During the patient's first born in 1998 without the device she had an epidural just fine. The patient found it odd.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.